Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). Ubiquitous calcified lesion was confirmed by intravenous ultrasound (ivus), so a 10/3.00mm flextome¿ cutting balloon¿ was used to pre-dilate the target lesion. However, during first inflation at 6atm in the lesion area, the balloon ruptured and indentation remained. Then rotablation procedure was done to complete the procedure. No patient complications were reported.